Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, broken off the end cap, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump was unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to damaged lcd glass.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the screen was completely cracked. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that they experienced diarrhea. The customer stated that they were given insulin and IV during the hospitalization. The customer stated that they were not wearing the insulin pump during hospitalization for less than 48 hours. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.